Event description:
It is reported that a medial distal tibia plate and lateral distal fibula plate removal due to a nonunion, an infection and a plate breakage. The patient was implanted with the medial distal tibia plate on (B)(6) 2013 and the lateral distal fibula plate on (B)(6) 2013 to treat fractures. During a routine follow up on an unknown date, it was discovered via x-rays that the patient had a nonunion. It was discovered that the patient had an unknown infection when the surgeon explanted both plates. It was reported that the infection was cultured but the type of infection is unknown. The patient was treated with antibiotics after the plates were explanted. As the surgeon explanted the medial plate, it was discovered that the medial plate was broken at the level of the fracture. All the screws were intact and removed without difficulty. There was no delay in the surgery. This report is for unknown number of unknown screws. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown number of unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The product development evaluation was performed and report states that these devices are part of the synthes lcp system that merges locking screw technology with conventional plating techniques to secure reduction for union. (Ref. Technique guide j6510-e) distal plate 238.701 lot 6977363 is cleanly broken in two (2) pieces at the ¿f¿ and ¿g¿ holes. (Drawing and photos attached) the chu reviewed the associated assembly drawing 238.701 rev a. The drawing calls out the appropriate materials, dimensions, and notes to produce a quality and robust instrument. There is no significant damage noted in terms of abuse or external force. There have been (B)(4) of these devices distributed per jde from 5/09 to 4/14 and two (2) complaints of this nature. This results in an occurrence rate of (B)(4). Distal plate 02.112.143 lot 7364271 was also returned with this complaint but it is not damaged. Multiple screws of various sizes and designs (part numbers and lot numbers unknown) were also returned with some of them showing signs of head and thread damage. The exact details of this complaint are not readily available, the source of the damage to the device cannot be identified, and the complaint is deemed indeterminate from a design perspective.

Event description:
This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
The device was used for treatment, not diagnosis. The device was evaluated by manufacturing engineer. The report states that 17 unknown screws were returned for evaluation. An investigation was performed to determine the part numbers of the unknown screws and the screws are believed to be 204.816 (x3), 204.824, 204.826, 204.830, 204.832, 204.844, 204.850, 212.104 (x2), 212.109, 212.113, 212.116, 212.119 & 02.211.016 (x2). Overall the screws are in fair condition. P/n 212.119 has some obvious thread damage. As for the remainder of the screws there is some minor thread wear and discoloration on the threads. The material and overall length was checked on all the screws and no issues were found. Since no issues were found during analysis this complaint is invalid from a manufacturing standpoint.

Event description:
This is report 3 of 3 for (B)(4).